Manufacturer narrative:
(B)(4). This lot was manufactured from april 10, 2014 to april 11, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was noted within the over pouch due to an untightened blue winged luer cap. The blue winged luer cap was tightened and a functional leak test was performed with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor leaked during storage. The leak was identified to be coming from around the blue winged luer cap. There was no patient involvement. Additional information was requested and is not available.